Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 05/21/2013. Electrode belt - (B)(4) - 10/23/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while reportedly wearing the lifevest. The patient reportedly collapsed and the patient's wife was not present. Asystole was detected twice by the lifevest from 10:20:10 to 10:28:36 when the patient's ECG recordings show asystole with CPR/motion artifact. Per clinical review of the patient's continuous ECG recordings, the patient was in asystole with CPR/motion artifact, then their rhythm transitioned to an idioventricular rhythm at 90 bpm that then degraded back to asystole with CPR/motion artifact. The patient's rhythm then changed to ventricular fibrillation (vf) with CPR/motion artifact from approximately 10:29:06 to 10:37:51. The CPR/motion artifact prevented the lifevest from delivering a treatment during this time. The patient received a non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest treatment as vf with CPR/motion artifact, and the patient's post-shock rhythm was asystole with CPR/motion artifact. The patient remained in asystole with CPR/motion artifact from 10:38:03 until the electrode belt was disconnected at 10:48:14. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death.